Manufacturer narrative:
Medical images have been made available to the manufacturer. Medical records were not provided. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a port catheter allegedly ruptured in the left internal jugular vessel. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: the sample was not returned for evaluation. An image review was conducted, though the reported failure could not be confirmed due to poor image quality. As such, the investigation is inconclusive for the reported catheter leak. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include sharp instrument damage, over-pressurization, flexural fatigue and pinch-off. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that a port catheter allegedly ruptured in the left internal jugular vessel. There was no reported patient injury.